Event description:
It was reported that the patient with this left ventricular (lv) lead had diaphragmatic stimulation. Boston scientific technical services (ts) referred the patient to the clinician to check the symptoms and the device. Additional information received indicated that this lead caused diaphragmatic stimulation. Subsequently, this lv lead was temporarily turned off. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.